Manufacturer narrative:
H2,3,6; g4: added add'l info. D5,6; h4: info not available. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: desufflation lever condition, conforming; inner gasket condition, conforming; outer gasket condition, nonconforming; sleeve condition, conforming and stopcock condition, conforming. Functional tests & results: flapper door functional, conforming. Analysis conclusion: based upon the inquiry info rec'd, visual examination and functional test, it was confirmed that the reported event occurred. No conclusion could be reached as to how this damage had occurred.

Event description:
It was reported during a laparoscopic cholecystectomy the surgeon utilized a 578sd trocar for the subxphoid trocar site. He noticed hissing noise during the procedure and the gasket on the trocar had torn. The surgeon replace the 578sd with a new torcar. After inserting a ussc 5mm endoclip applier the surgeon heard hissing again. The second trocar gasket had also torn. The case was completed by increasing the co2 pressure. The sleeve only is being returned, the obturator is not being returned. There was no consequence to the pt.